Event description:
The customer contact reported the device "caused sparks." The pump was returned to the biomedical engineering department with an unsigned note that stated, "caused sparks." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.